Manufacturer narrative:
The following physical damage on the insulin pump was noted: missing retainer, missing reservoir tube o-ring, scratched case, missing serial number label, end cap address label faded, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump was damaged around the reservoir compartment. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. Caller was advised to discontinue use of the insulin pump. The customer was advised that they would be receiving a replacement insulin pump and to revert to back-up plan per hcp¿s instructions. The insulin pump was returned for analysis.